Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. The date of implant was not provided to determine the length of time implanted. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution in february 1999. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Should any additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised for osteolysis and polyethylene wear. Unk